Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid fluid and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (for two weeks). On an unreported date, the pd catheter was removed and dianeal therapy was discontinued, subsequently the patient was switched to hemodialysis (temporarily). At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced turbid fluid and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.